Event description:
Customer stated that the device overheated during a medical procedure. A backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The drill was returned to the MFR, however the complaint could not be confirmed as the device was unable to insert. Internal components were evaluated, which revealed the presence of corrosion on motor and the rotor assembly. The presence of corrosion can increase friction among the rotating components of the device which can result in generation of heat.